Manufacturer narrative:
Based on the 8 pages of received medical records information, it appears that this (B)(6) male esrd patient on peritoneal dialysis (pd) therapy was admitted to a hospital and diagnosed with coagulase - (B)(6) sepsis, fever, dehydration, and metabolic encephalopathy. During the hospital course, vancomycin; dose and frequency unknown, was initiated via intravenous (IV) route on an unknown date, end would care was consulted for a left below knee amputation. As of (B)(6) 2015, the patient was discharged from the hospital to home, the (B)(6) infection resolved, the metabolic encephalopathy improved, an episode of gastroparesis flare-up resolved, and the prescribed vancomycin course is to be completed by (B)(6) 2015. As of (B)(6) 2015, it is unknown if the event of fever nd dehydration has resolved, and it is unknown if patient continued renal replacement therapy with liberty cycler, liberty cycler cassette, and delflex pd solutions. Thee is no documentation in the medical record that indicates there is a causal relationship between the patients liberty cycler, liberty cycler cassette, and or delflex pd solution and the events of coagulase-negative staphylococci sepsis, fever, dehydration, and metabolic encephalopathy.

Manufacturer narrative:
This report is being submitted as part of system level review which will include an investigation of all potential fresenius products being used at the time of the event. Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 5 lot numbers shipped to the customer during that time period. The batch records confirmed that released product met speciations; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event.

Event description:
A peritoneal dialysis patient's wife called technical service requesting assistance on how to cancel treatment in order to take the patient to the emergency room due to a clinical situation. Follow-up with th patient's peritoneal dialysis registered nurse (pdrn) indicated that patient was hospitalized on (B)(6) 2015 due to coughing, fever and severe abdominal pain. Medical records revealed the patient was admitted to hospital on (B)(6) 2015 and presented with staph coagulated negative sepsis, fever, dehydration and encephalopathy. Patient improved after treatment wit IV vancomycin. Patient discharged on (B)(6) 2015.